Event description:
The device was returned for analysis.

Event description:
Boston scientific received information that during a routine device change out procedure, difficulty loosening the right ventricular (rv) pace/sense set screw was encountered. The set screw was unable to be loosened and the rv lead had to be cut and capped. There were no adverse patient effects reported. The device is to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As of today, the device has not yet been returned. Should additional information become available, this report will be updated.